Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Referenced MFR. Report# 1627487-2011-00276. The pt received her scs system on (B)(6) 2010 consisting of an ipg and percutaneous lead; a second lead was implanted on (B)(6) 2010. It was reported that the pt's scs was explanted on (B)(6) 2011 due to an infection at the lead site. Intravenous antibiotics were administered as treatment, and the pt was referred to an infection disease physician for further eval. Follow-up on the pt found that she is recovering well.